Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported ((B)(6)) the lead had migrated and thus the patient was no longer receiving effective stimulation. The patient underwent surgical intervention on (B)(6) 2016 where the lead was removed and replaced. Device information is unknown. Concomitant information device is unknown. Model 3788, scs ipg, implant date unknown

Event description:
Follow up information identified the patient is now receiving effective stimulation in the targeted pain area.